Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 505 mg/dl; cause was unknown. Reportedly, the customer was using apidra insulin within the cartridge. Pump supplies were changed and a manual injection and bolus via the pump were administered to address elevated bg. Tandem technical support educated the customer that apidra was not labeled for use with the cartridge. Customer's bg's were later resolved as the level reported was 208 mg/dl.